Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went to the emergency department after waking up with the proximal part of the pump cable's wires exposed. While the patient was rescue taping the cable, the patient saw that the system controller screen was inverted, black and white, and fuzzy. The green light was also on. The patient had stated that they heard an alarm but later said they hadn't and was only concerned about the controller. The log files were submitted for review. The log files contained one low flow estimate that wasn't sustained long enough to trigger a low flow hazard event when the pulsatility index (pi) was elevated. The flow readings did not appear to be the result of any external equipment malfunction. There were no alarms present in the log files. The controller was exchanged and screen issues resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the information on the display being inverted, black and white, and fuzzy was confirmed via the submitted photos but was not reproduced during evaluation of the returned controller. The submitted photos captured a black patch in the upper right hand corner of the display along with inverted text on the pump speed, pulsatility index (pi), motor power, and estimated flow screens. These observations resulted in the information being more difficult to read. The returned controller, serial number (B)(6), was connected to a mock circulatory loop patient cable, system monitor, and power module. A self-test was performed, and the display button was used to navigate through the different display screens without issue. The controller underwent functional testing and passed. The controller was run on the mock circulatory loop for an extended period. No display issues were noted throughout testing. The submitted and downloaded log files were reviewed and on 30jan2026 at 12:49:01, the driveline was disconnected and shortly after both power cables were disconnected. This series of events is consistent with the controller exchange. The pump appeared to operate as intended while the driveline was connected. There were no other notable events captured in the log files. The provided information indicated no alarms were observed on the reported event date. A root cause for the reported event was not conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.